Event description:
Hospital personnel responded to a person in cardiac arrest. A countershock was delivered but, according to the reporter, when the paddle's charge button was again pressed, the device would not charge. The reporter also stated that the charge button on the device keypad also would not charge the device. A backup device was immediately called for and used and the pt was resuscitated.